Event description:
A pantera leo coronary balloon catheter was selected for treatment of a mildly calcified lesion (90 percent stenosis degree) in the mildly tortuous lad. The balloon did not inflate at all when first inflated. Therefore, this device was removed from the patient, and another pantera leo was used to complete the intervention.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.